Event description:
It was reported that the patient presented to the emergency room with bradycardia and dizziness. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead not capturing due to an insulation breach. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.